Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 proposed component code: mechanical (g04)- stem h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture of the proximal left femur. Mild subsidence of the femoral implant on the 2nd post-operative film. Alignment is anatomic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 010000703, item name g7 bonemaster ltd acet shl 52e, lot # 74999907; 010000857, item name g7 neutral e1 liner 36mm e, lot # 7412183; 00-8775-036-03, item name biolox delta hd 12/14 36x+3.5, lot # 3154916. G2: foreign: belgium. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 1 day post implantation due to intra-operative fracture of the femur that resulted in stem subsidence. The fracture was visible on the post operative radiograph. The stem was implanted at the correct level without subsidence and the patient was able to bare weight. However, the second radiograph appeared to show subsidence of the stem resulting in the revision. All other devices remained implanted. There is no additional information available at the time of this report.